Event description:
It was reported that this female pt required heart surgery involving heart / lung bypass. At the conclusion of the surgical procedure, as the surgical team was preparing to remove the pt from bypass, an aortic dissection was detected. The dissection spread rapidly down the aorta, and the pt expired in the operating room. Subsequent exploration of the inside of the aorta revealed that the dissection originated from a tear in the posterior wall of the aorta.